Event description:
Customer received high creatinine results for one patient sample. The doctor questioned the result and asked that it be repeated. Initial result 2.4 mg per dl, repeated twice gave 1.0 mg per dl both times. Same sample tested at another lab, in early 2008, with same methodology which gave 0.9 mg per dl. Doctor did not accept initial result as correct, therefore did not treat the patient based on initial result.

Manufacturer narrative:
The field service representative was unable to determine a cause. He observed analyzer for proper operation and ran a precision test with acceptable results.